Event description:
It was reported that inappropriate therapy and increased impedance and threshold were observed. Lead fractured was suspected. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.